Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the laser probe sample to have no problem. However, the laser radio frequency identification (rfid) tag lot number was read and it was determined not associated with the customer reported lot number. The laser probe sample is unrelated to the customer¿s reported event. There were 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The laser probe sample is unrelated to the customer reported lot number, and therefore the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, the laser probe was hard to insert through the trocar. The surgery was completed by replacing the product. There was no harm to the patient.